Event description:
It was reported that the needle length is different from label information with a bd safetyglide¿ needle. This occurred on 100 separate occasions prior to use. The following information was provided by the initial reporter: it was reported that the needle size length is different from what the label stated. Additional information provided by consumer: after reviewing the needle length more in depth, I measured the length once the safety feature was applied and at the point it is 2 inches. But before injection the length is correct 1 inch, so these are correct length and I am sorry for the confusion. We are all set!

Manufacturer narrative:
After further evaluation of the complaint, and information received from the customer it has been determined that the previously submitted report was sent in error. The needle length is correct and does not differ from the label information. This is not considered to be a reportable malfunction. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle length is different from label information with a bd safetyglide¿ needle. This occurred on 100 separate occasions prior to use. The following information was provided by the initial reporter: it was reported that the needle size length is different from what the label stated. Additional information provided by consumer: after reviewing the needle length more in depth, I measured the length once the safety feature was applied and at the point it is 2 inches. But before injection the length is correct 1 inch, so these are correct length and I am sorry for the confusion. We are all set!